Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left anterior descending artery. A 2.50x38mm synergy drug-eluting stent was advanced for treatment. However, the stent strut was lifted due to calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. It was further reported that the target lesion was mildly tortuous and severely calcified.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left anterior descending artery. A 2.50x38mm synergy drug-eluting stent was advanced for treatment. However, the stent strut was lifted due to calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.